Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2021-02655, 3005168196-2021-02656, 3005168196-2021-02657.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery using penumbra smart coils (smart coils), a penumbra smart coil detachment handle (handle), and a non-penumbra microcatheter. During the procedure, the physician placed two smart coils in the target vessel using the microcatheter. The next smart coil would not advance at all from its initial position within its introducer sheath. Therefore, the smart coil was removed. The physician then advanced another smart coil into the target vessel using the microcatheter and attempted to detach it using a handle; however, the smart coil failed to detach. The physician also attempted to press the trigger of the handle halfway while pulling on the pusher assembly, but the smart coil did not detach. Therefore, the physician used forceps to manually detach the smart coil. Subsequently, the next two smart coils would not detach using a new handle. It was also reported that the physician attempted to press the trigger of the handle halfway while pulling on their respective pusher assembly, but the smart coils did not detach. The physician also attempted to use forceps to manually detach the smart coils but was unsuccessful. Therefore, the two smart coils and handle were removed. The procedure was completed using another coil and the same microcatheter. There was no adverse effect to the patient.